Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown volar locking plate. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: locking distal radius plate ¿ early results from india. Shetty, s., kumar, a., kiran, k., kini, a. (2011) locking distal radius plate ¿ early results from india. J trauma 71(5):1359-1363. This was a prospective study from (B)(6) 2008 to (B)(6) 2009 of 23 patients (14 men and 9 women average age of 35.04 years) with intra-articular distal radius fractures. All the fractures underwent orif with 2.4 volar locking distal radius plate (synthes). Only one patient had a delayed union at 36 weeks. This report is 2 of 2 for complaint (B)(4). This report is for an unknown volar locking plate. A copy of the journal article is being submitted with this medwatch.